Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer also reported that the sensor cannula was a little bent when removed. Customer stated that she regularly finds bent cannulas as she does not have a lot of fatty tissue. Customer's blood glucose reading was 45 mg/dl. Nothing further reported.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per spec due to low readings. Also found cannula bent. Unable to confirm cust received sensor in said condition due to cust returned opened/used.